Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Report was initially submitted on (B)(6) 2022; advised by FDA on (B)(6) 2022 after hours to resubmit medwatch. Medwatch report is being resubmitted on may 23, 2022.

Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: this is report 2 of 2 for (B)(4). It was reported by the affiliate in (B)(6) that preoperatively to an unknown surgery on (B)(6) 2022, it was observed that it was hard to release and adjust the compression nut that was mounted on the guide sheath. According to the report, the guide sheath entered the aiming arm with difficulty to perform the block. There were no adverse patient consequences nor surgical delay reported. No additional information was provided. This complaint involves two (2) devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review: a manufacturing record evaluation was performed for the part #: 03.037.016, lot #: l212506; and no non-conformances were identified.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Part #: 03.037.016, lot #: l212506, manufacturing site: werk hägendorf, supplier: n/a, release to warehouse date: 01 feb 2017, expiration date: n/a. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that there was no damage or defects with the buttress/compr-nut. A dimensional inspection was performed for the buttress/compr-nut and met specifications. A functional test could not be performed as the mating device was not returned. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the buttress/compr-nut. Was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate. D9: return date corrected.